Event description:
Baxter canadian home pt (hp) reports fluid leak from pt line of homechoice set during apd treatment. Hp was advised by baxter technician to end treatment, restart with new supplies and call rn. Hp did not have additional supplies. Baxter affiliate reports hp then spoke with the rn who instructed hp on completing therapy. No pt injury or medical intervention required per baxter affilate.